Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient reported to patient services on (B)(6) 2024 that either their stimulator or the controller was not working; the pt did not know which. The pt stated they allowed the controller to run out of battery and charged it all the way back up. The ins worked for a day and the pt was getting stimulation, but the next day they were not getting stimulation. The pt confirmed they were able to connect to the ins and they were seeing therapy was on, but they were not feeling stimulation. They stated they had been having trouble since it was implanted (B)(6) 2024. They were redirected to see their doctor to have their lead wire position checked. The pt mentioned that the lead on their right side was not positioned correctly on the right side and the left side was working until the week of (B)(6) 2024, and then they were not feeling stimulation anymore. The rep confirmed a lead revision surgery was scheduled. The pt reported the surgery was scheduled to occur in about 2 weeks (around the beginning of (B)(6) 2024). The rep later reported additional information. On (B)(6) 2024, the rep reported that the lead was removed and replaced with another lead on (B)(6) 2024. The lead that was removed had impedance issues over (B)(4) on every contact. All issues were reported to be resolved following the lead replacement surgery. The pt confirmed correct stimulation in post-op on (B)(6) 2024. The physician requested an analysis letter of the fault lead that will be sent back for analysis.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor was broken at the anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the lead that was removed was the lead that was not positioned correctly. No actions were taken for the other implanted lead. It was noted that the patient had been lifting heavy boxes and was ¿aggressive¿ during their recovery period after first being implanted.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that current leads only cover left side. Patient needs right coverage. Lead will be moved toward right. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.